Event description:
The customer reports that at 4pm on (B)(6), a plan from mosaic was opened on truebeam for the first time. The plan has 3 fields, 2 of the fields had some parameters reversed, but the 3rd field appeared as expected. After noticing that the parameters were reversed, the customer sent the patient home. The customer further reports that this is reproducible every time the plan is opened directly from mosaic but it does not happen in file mode; in file mode, the parameters match what is in eclipse and mosaic. The customer also reports that no interlocks were present on truebeam that would have prevented treatment. A varian service representative also observed this issue. There was no report of serious injury as a result of this issue.

Manufacturer narrative:
Varian has investigated this issue and has determined that the truebeam functioned as expected and there was no malfunction of varian device. This complaint was also reported to and investigated by elekta (manufacturer of the mosaiq device). Elekta has confirmed that this issue was caused by the mosaiq configuration. After changing the collimator limits in the source characterization, the plans transferred correctly to truebeam. This was not an interface issue but a configuration error on the mosaiq device. Elekta will correct the configuration file on the customers mosaiq system. Varian has contacted the customer to inform them that this issue was the result of an elekta malfunction. Though varian has determined that the truebeam functioned as designed and that the issue was the result of a malfunction of the mosaiq device, varian is further investigating the customer report that "no interlocks were present on truebeam that would have prevented treatment." Varian has determined that a MDR is appropriate, as the customer report of "no interlocks were present on truebeam that would have prevented treatment", may potentially be a safety concern. Additional follow-up to this MDR is expected upon completion of the investigation.